Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 codes: health effect - impact code problem code: f2304 prophylactic treatment / code not available h6 codes: health effect - impact code problem code : correction to disregard 4650 appropriate term/code not available.

Event description:
It was reported that an applicator deployment occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On the night of (B)(6) 2025, the patient inserted a new sensor. Upon attempting to pair the device, the pairing process failed. The patient subsequently removed the sensor from her arm; however, the sensor wire (referred to by the patient as the ¿needle¿) did not come out. At approximately 12:30 am on (B)(6) 2025, the patient sought care at an urgent care clinic. The attending healthcare professional made a small incision at the insertion site but was unable to locate any foreign object. The patient was advised to visit another medical facility equipped with an ultrasound machine. Later that day, around midday, the patient visited a second urgent care clinic where both an x-ray and ultrasound were performed. The results were inconclusive, and the attending physician opted not to proceed with exploratory surgery. The patient was informed that it is not uncommon for individuals to live with retained foreign objects, and that the body may either encapsulate the object or expel it naturally through the skin. As a precautionary measure, the patient was prescribed an unspecified oral antibiotic to prevent potential infection. No signs of infection were reported. The patient was advised to follow up with her primary care physician (pcp) and consult a general surgeon if further intervention became necessary. However, no follow-up was pursued. At the time of this report, the patient is doing fine and has not experienced any complications. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.